Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that ¿the vaccine runs sideways out of the cannula¿ of the bd microlance¿ needles. Noticed before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Investigation summary: 324 samples were returned in support of this complaint. Leakage test was performed in 44 random samples without observing leakage. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: the leakage issue could probably be because of a defective luer dimensions or any damage in the syringe, but it could be also related with some insufficient adjustment between of the devices by the end user. On the other hand, we are certain that the probability of having some damaged needle causing leaks in our product is very low based on the preventive measures and our stringent sampling inspection plan. In addition, our microlance 3 needles comply with international standard iso 594/1 conical fittings with a 6% (luer) taper for syringes, needles and certain other medical equipment.

Event description:
It was reported that ¿the vaccine runs sideways out of the cannula¿ of the bd microlance¿ needles. Noticed before use. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported that ¿the vaccine runs sideways out of the cannula¿ of the bd microlance¿ needles. Noticed before use. There was no report of exposure, injury, or medical intervention noted.